Manufacturer narrative:
Section d4 & h4: additional information. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline fault alarms; however, the alarms appeared to resolve after a system controller exchange was performed. A correlation between the alarms and heartmate ii lvas, serial number (B)(6) could not be established. The reported superficial damage to the external portion of the patient¿s driveline could not be confirmed through this evaluation. The first submitted log file contains data from (B)(6) 2019 at 05:14pm through (B)(6) 2019 at 11:44am. Driveline fault alarms were captured intermittently throughout the majority of the file (investigated under (B)(4)). Power ranged from 5.5-7.0 w, estimated flow ranged from 4.1-7.0 lpm, and average pi was between 4.2 and 7.1. The second submitted log file appears to capture the initialization of pump support from a new system controller on (B)(6) 2019, which is consistent with the center¿s report that the patient underwent a controller exchange. The file contains relevant data from 01:34pm through 01:42pm on (B)(6) 2019. No additional driveline fault alarms were observed. The pump speed remained above the low speed limit for the duration of the log files, while the driveline was connected. No additional atypical alarms were captured. The pump appeared to be operating as intended. The center reported that the patient was in the clinic with their history showing driveline fault alarms but nothing on the monitor. Rescue tape was placed on the external portion of the driveline close to the controller but an external driveline exchange has never been completed. It was later reported that there have been no driveline fault alarms since the controller was exchanged. System controller serial number (B)(4) is investigated under (B)(4). The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook cover wear and tear to the percutaneous lead and state that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic with history of showing driveline fault alarms. The patient was sent to get x rays a and rescue tape was placed on the external driveline close to the patient's controller. The log file was reviewed and debug words showed a phase that was significantly higher. The controller was replaced and the debug words showed normal numbers. There are no alarms since the change of the controller. No further information provided.